Event description:
On december 23, 2024, impulse dynamics staff were notified that a device explant had taken place at a hospital in italy. The physician had successfully replaced a dislodged lead in a patient implanted with an optimizer smart mini {osm) implantable pulse generator {ipg). During the procedure, the physician felt that due to the patient's "high risk of infection" (i.e. Several comorbidilies), their implanted osm ipg should be replaced. The ipg was thus replaced with a new osm ipg without incident. There is no evidence to suggest the previous ipg implanted in the patient caused or contributed to an infection or other serious patient health event; the measure enacted here of device replacement is regarded as proactive, not reactive. While there is no evidence to suggest a device problem, impulse dynamics is coordinating with the hospital to retrieve the explanted device for analysis to confirm the device was fully functional at the time of explant.